Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to prime the pump. The customer's blood glucose reading was unknown. The customer stated that they changed out the set. The customer stated that the rewind was complete and it will not go down and the reservoir did not fit. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly noted. The insulin pump had cracked case at display window corner and minor scratched display window.